Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6)2018. The customer¿s blood glucose value was unknown at the time of incident. The customer¿s current blood glucose was 152 mg/dl. The customer experienced a frequent urination as a result of high blood glucose. The customer¿s other relevant blood glucose was 1000 mg/dl and 300 to 400 mg/dl, treated with insulin drip and bolus the blood glucose went down to 347 mg/dl. The customer was wearing the insulin pump at time of hospitalization. Based on customer report, customer does not allege pump was under delivering. Troubleshooting was performed for high blood glucose. The customer performed high pressure test and it did pass. The insulin pump and reservoir will not be returned for analysis.